Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that patient experienced low audio output on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection failed. The speaker diaphragm is coated with superglue. A speaker resistance test was performed and passed. The root cause was determined to be assembly error, contamination on speaker diaphragm.